Event description:
A 79-year-old female undergoing an aortic valvuloplasty was supported with an impella device while in a pre-support clinical state consistent with scai shock stage e. The impella was implanted on (B)(6) 2026 via right femoral percutaneous arterial access and explanted on (B)(6) 2026. During support, the clinical team noted oozing at the impella access site, and a forward suture adjustment was planned. Additional findings included a major bleed and identification of the device positioned too deeply; imaging confirmed malposition, and the pump was subsequently repositioned with resolution of the issue. The patient survived to explant. Access site bleeding is a known risk due to the therapy¿s anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received from the reporter indicating the pump was discarded and will not be returned for investigation.